Event description:
In 2008, the patient reported the plunger remained attached to the piston rod in the cartridge chamber of his insulin infusion device. He stated only a "little drip" of insulin spilled into the cartridge chamber and he "shook it out" so that the chamber is now dry. He stated he has been using old glass cartridges. The patient was advised to only use the plastic cartridges made for his device. The patient switched to his backup infusion device. Further attempts to follow up with the patient were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.